Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report, because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The report indicates that this device was used with an olympus gif-h190 endoscope. The mbl-6-f is designed to work with fujinon endoscopes. The mbl-6-f requires a scope outer diameter size of 9.5 mm - 13 mm as indicated on the product labeling. The olympus gif-h190 has a distal outer diameter of 9.2 mm, smaller than the minimum recommended distal outer diameter. Use of the product with an endoscope outer diameter that is too small can result in the barrel becoming dislodged and is the most likely root cause. The instructions for use, state under system preparation "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope". The instructions for use direct the user to: "lubricate endoscope and exterior portion of barrel". The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel". Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess. The risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that this device was used with an olympus gif-h190 endoscope and mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unspecified ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the ligator tip [barrel] detached in the esophagus (broken thread). The physician pushed it into the stomach to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.